Manufacturer narrative:
No report of patient involvement. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown.

Event description:
The hospital reported the unit lost the ability to manually ventilate due to a large leak discovered during preuse checkout. There was no report of patient involvement.